Event description:
During an in clinic follow up, it was observed the patient was experiencing bradycardia. The device was unable to be interrogated and there was no magnet response, a loss of pacing was suspected. Premature battery depletion was also suspected as the device showed a remaining estimated battery life of 6.4-6.8 years in remote transmission on (B)(6) 2025. The device was explanted and replaced to resolve the event. The patient was stable.